Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. Concomitant device and therapy dates: oscillating saw attachment device, double air hose device, adapter device, blade device; (B)(6) 2020 UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a high tibial osteotomy surgical procedure for osteoarthritis, it was observed that the oscillating saw device would not cut the bone due to s shortage of power from the compact air drive device. According to the reporter, the oscillating saw did not go halfway; the blade stopped on the way and would not move any further. It was reported that the device was in use with the oscillating saw attachment device, double air hose device and adapter device. It was reported that there was less than a thirty minute delay to the surgical procedure and a spare power device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.